Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called and reported, the insulin pump buttons were not working and could not clear a battery our limit alarm that was received. It was further stated, the numbers were scrolling through during a bolus earlier. Customer's blood glucose was 210 mg/dl. It was stated, there were no significant events leading to the keypad issues. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with normal operating currents. There was no unexpected battery out limit alarm noted. There was no unexpected numbers ramping or scrolling during testing. The insulin pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.